Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes failed drop testing. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® heparin tubes catalog # 367526 these products are manufactured in (B)(4)."

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes failed drop testing. The following information was provided by the initial reporter: "this email is intended to report failures of drop test on bd vacutainer® heparin tubes catalog # 367526 these products are manufactured in plymouth UK."

Manufacturer narrative:
The lot for these complaints were for testing purposes only and not commercially released lots. The complaint should be considered cancelled. H3 other text : see h.10.